Manufacturer narrative:
Device evaluation summary: device evaluations of battery charger/modem (B)(4) and battery pack (B)(4) have been completed. The reported problem (won't charge batteries) was confirmed. Upon evaluation, the charger had component malfunctions on q1 and d13. The cause for defective components cannot be positively determined, but is likely due to liquid ingress into the battery well, causing d13 to short. The shorted diode d13 likely caused excessive current to q1, the current controlling component of the battery charger. The battery pack was found to have a low voltage of 1.16 v. The root cause for the low voltage on the battery pack was due to defective cells within the pack. The defective cells were likely the result of liquid ingress, causing the charger not to properly charge the battery pack. No adverse event resulted from the defective components on the charger or the defective battery pack. The patient received a replacement charger and battery. Device manufacture date: charger/modem (B)(4): 05/2011. Battery pack (B)(4): 04/2011.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his battery charger was not charging the batteries. The charger is resetting and saying bad battery. The patient was sent a replacement charger and battery pack.